Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four months post implant of this 33 mm bioprosthetic valve in the tricuspid position, the valve was explanted and replaced with a 31 mm bioprosthetic valve. The reason for replacement was reported as regurgitation with a clot on the under ventricular side of the valve. No additional adverse patient effects were reported.